Event description:
The device was used to monitor a patient's ECG. According to the report, the patient's blood circulation stopped and the the heart rate alarm feature of the device did not alert the hospital staff to the patient's condition. The customer complained that the default setting of the device heart rate alarms feature is set to "off". The customer indicated that as a result of this, "quick reanimation was not possible "and "time was lost". The patient's outcome was not reported.